Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. A delivery wire and main coil were returned for this complaint. The coil and delivery wire arms were not interlocked. All parts returned separated. The delivery wire was inspected, and it was damaged and unraveled. The main coil was found kinked and, split and severely stretched. No more damages were found in the returned device. Microscopic inspection on the delivery wire revealed that the zap tip and the interlocking arm were detached. Microscopic inspection on the main main coil revealed that the zap tip has a smooth surface. The interlocking arm was detached. Dimensional inspection on the delivery wire revealed that the weld od (max) outer diameter, wire arm od and wire zap tip (max) were within specification. Dimensional inspection on the main coil revealed that the no. Of distal fiber bundles, no. Of proximal fiber bundles, zap tip od and primary coil od were within specification.

Event description:
Reportable based on device analysis completed on 22dec2021. It was reported that coil jammed occurred. The target lesion was located in the abdominal aortic aneurysm. A 20mm x 40cm interlock-35 coil was selected for use. During the procedure, it was noted that the coil got stuck in the microcatheter and could not be delivered. The procedure was completed with another of the same device. There were no complications reported and the patient's status was stable. However, returned device analysis revealed that the interlocking arm were detached.